Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy following a leak. The extension set was being saline, at a rate of 10 ml/hr, via a plum pump. The option-lok male adapter of the primary plumset was connected to the female adapter of the extension set. The option-lok male adapter of the extension set was connected to the female adapter of the pt's peripherally inserted central catheter (PICC). At an unspecified time, the option-lok male adapter of a second plumset was connected to the female adapter of a second extension set. The option-lok male adapter of the second extension set was connected to the distal clave y-site of the first extension set and being used to deliver vasopressin 100 units/250 ml, at a rate of 0.4 units/hr, via a plum pump. At an unspecified time, the option-lok male adapter of a third plumset was connected to the female adapter of a third extension set. The option-lok male adapter of the third extension set was connected to the distal clave y-site of the second extension set and being used to deliver levophed 4 mg/250 ml, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the tubing sets were replaced with new tubing sets and the therapy was resumed. It was reported that approx 5 minutes after the therapy was resumed, the nurse noted the pt's blood pressure (bp) had decreased to 40/20 mmhg. At this time, the nurse noted that approx 20 ml of solution and blood leaked from the arm of the distal clave y-site of the first extension set. The first extension set was replaced and the therapy was resumed. It was reported that after the delivery was restarted, the pt's systolic blood pressure immediately returned to a baseline pressure between 95 mmhg and 100 mmhg. The customer contact reported the pt was sensitive and dependent on the blood pressure medication. Though requested, no add'l info was provided.